Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 21-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 41 and 63 mg/dl. The customer stated her expected am fasting blood glucose test result range is 85-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/17/2026 and per the customer the open vial date is 2-3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 86 mg/dl date: (B)(6) time: 7:27pm unknown. Result 2: 95 mg/dl date: (B)(6) time: 6:27pm unknown. Result 3: 145 mg/dl date: (B)(6) time: 12:13pm unknown. Result 4: 41 mg/dl date: (B)(6) time: 8:17am fasting. Result 5: 123 mg/dl date: (B)(6) time: 3:28pm unknown. Result 6: 63 mg/dl date: (B)(6) time: 10:01am fasting.